Manufacturer narrative:
Software is installed at the facility. The following mdrs are being submitted for the 259 additional impacted patient cases associated with MDR 2518897-2018-00002: 2518897-2018-00137 thru 2518897-2018-00396. Reports received from the same facility: 2518897-2018-00001; 2518897-2018-00002; 2518897-2018-00003.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating endopro iq does not have an auto-clone feature for multiple procedures. Since this is a requirement in the (B)(6) central endoscopy system project in (B)(6), as a temporary workaround, manual cloning was enabled for clinical users of the software (enabled the following function in user maintenance: add new appointments in the rooms schedule). Endopro iq v7.8 also had a bug where certain siu messages where not being processed correctly by the system, the procedure schedules then failed to show up in the whiteboard scheduler. In order not to delay the endoscopic procedure, users then proceeded to manually create a schedule for the affected patient. Some users were not careful in entering the mrn and case number data (manual entry) of patients, when some of them noticed that an error has been made, they attempted to correct the information after the endoscopic procedure and documentation were completed. The design of endopro iq allows information to be stored into individual forms/ documents, since these forms are used by different types of users (endoscopists: doc-u-scribe report, nurses: nursing notes), even if one user corrects the information in their form, the updated information is not sent to and saved in the other documents. The doc-u-scribe report and nursing notes are part of the patient's treatment record, discrepancies in the mrn and case number can lead to confusion especially if a patient is referred to a different care provider or clinical specialty. All clinical documents must have the correct and consistent patient demographic information. The above information was previously reported in MDR 2518897-2018-00003 manual verification during the pentax medical investigation confirmed 260 impacted patient cases. No adverse events have been reported to have occurred with any patients. Pentax medical (B)(4) submitted a final medical device adverse event reporting form to the (B)(4) on 09-may-2018. A separate MDR is being submitted for each of the 2595 additional impacted patient cases.